Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event. The codes chosen for this event are in regard to the original reported issue of possible hemolysis, however, investigation has shown that no hemolysis occurred and there was no malfunction of the device.

Event description:
The customer that a plasma unit collected with a red blood cell (rbc) donation was pink tinged. The customer would like the run data file investigated to determine a possible cause for the hemolysis observed in the rbc product. The platelet and plasma units were discarded. The rbc unit will be returned by the customer for evaluation. There was not a transfusion recipient or patient involved at the time of the component processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the customer returned a single rbc bag with tubing segments attached. The returned sample was tested for possible hemolysis. The test results indicated the hemolysis level was 0.94% and is slightly below the 1% suggested level for hemolysis in a transfusable blood product. Both the plasma and platelet products were destroyed a review of the lot for similar reports was carried out, none have been reported. Root cause: hemolysis above the 1% suggested level for hemolysis in a transfusable blood product was not confirmed. Per the investigation, the device operated as intended.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional information.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the reported hemolysis in the rbc product. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended and is safe to use. Based on the available information, it cannot be ruled out that a process error may have contributed to the reported hemolysis. The machine was checked out at the customer site by a terumo bct service technician. No problems were found during machine function testing. Investigation is in process. A follow-up report will be provided.